Event description:
It was reported that during device preparation the 2.00x8mm nc trek balloon dilatation catheter (bdc) was not soaked, but air aspiration was performed. The procedure was to treat a 90% lesion in the left circumflex artery with moderate calcification and mild tortuosity. The bdc was advanced to the target lesion; however, during the first inflation to 12 atmospheres (atm), the balloon ruptured. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.